Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient was implanted with a light adjustable lens (lal, sn (B)(6), +18.5d) on (B)(6)2024. The primary cataract surgery was characterized by the site as routine and unremarkable. On (B)(6)2024, the patient was diagnosed with endophthalmitis. A vitreous tap was performed, and the culture returned negative. The lal was explanted on (B)(6)2024. On (B)(6)2024, it was reported that the endophthalmitis was mostly resolved. Rxsight's first awareness of the event was on 09/16/2024.